Event description:
It was reported that there were delivery errors. There was no adverse impact to the customer's blood glucose level. The customer declined a callback from technical support, and the issues were documented without specific information being provided for each problem.